Event description:
Device issue: difficult to deploy. Adverse event: perforation/death. Onset of adverse event: during procedure. It was reported that during the procedure in the predilated proximal circumflex artery, the promus stent delivery system (sds) was advanced, but would not cross. The sds was removed and dilatation was performed using a non-abbott balloon. The sds was advanced and crossed the lesion. The stent was deployed at 16 atmospheres; however, there was a persistent dog bone effect; therefore, the balloon was inflated to 20 atmospheres. After removing the sds, a perforation was observed. The sds was advanced and the balloon was inflated at the perforation site for an extended period of time; however, bleeding and tamponade continued when the balloon was deflated. A balloon pump and a pericardial drain were inserted. The pt became hypotensive and developed ventricular tachycardia, ventricular fibrillation and asystole. A transvenous pacemaker was inserted. Resuscitation attempts were made; however, the pt expired in the cath lab. Though requested, no additional info has been provided. You are receiving this report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. A follow-up report will be submitted with all additional relevant info.